Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the clip failed to deploy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was not confirmed if the clip failed to deploy. Reportedly, the device failed to deploy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicated the device was properly clip-deployed and there were no abnormal observations which could have contributed to this event. Therefore, the vague report that the device failed to deploy could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.